Event description:
On (B)(6) 2013, it was reported that this patient was deceased. Follow-up showed that the patient had not been seen since 2007 and records were unavailable. Follow-up with the funeral home showed that the device was not explanted. The manner of death was natural causes. The cause of death was a complication of alzheimer's type dementia for a duration of 5 years. An in-house sudep evaluation determined the death to be not sudep. Review of programming history shows that the patient's device was programmed off (B)(6) 2007 due to high impedance that was reported in MFR report # 1644487-2007-01559.

Manufacturer narrative:
Review of programming history.